Manufacturer narrative:
F10 appropriate term/code not available (3191) selected for perforation.

Event description:
Patient allegedly received an implant (B)(6) 2013 via an unknown access due to pulmonary emboli and blood clots. The patient alleges ¿psychological problems due to the fact that people are dying from it because it breaks. I worry that it is a ticking time bomb.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, "an ivc fitter is situated roughly at the level of the right renal vein and below. Few of its tines appear to extend beyond the ivc lumen, which is not an uncommon finding. Impression: an ivc filter is in position as described above, with the apex situated near the level of the right renal vein. Retrieval may be difficult given that few of the tines appear to extend beyond the ivc lumen, which is not necessarily an atypical finding depending on the duration of ivc filter placement. Additionally, the apex contacts the left lateral wall of the ivc.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2013. The patient alleges to have been injured without further explanation.